Event description:
It was reported by the right ventricular (rv) lead had an apparent lead fracture with high impedance on both coils. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned and analyzed. Analysis was performed and the right ventricular (rv) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 419488 implantable pacing lead (B)(6) 2010; 407652 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.